Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pancreatic fluid collection during a cystgastrostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was deployed. However, the first flange did not expand. Additional manipulation was done by advancing and shaking the catheter or stent, but the first flange still did not expand. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.